Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
An (B)(6) customer received a blood glucose reading in the low range using an unknown method. She also tested on the contour next link and the reading was 40mg/dl higher than the other method. Specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the error grid, making the difference clinically significant. The customer felt hypoglycemic. It was stated the customer received medical assistance of some sort, but whether or not it was related to the incident is unknown. Test strip information was not provided.